Event description:
It was reported that the patient stated the coude intermittent catheters were difficult to use and they made patient to bleed. Also stated that patient did not like the catheters because had to pour water on it. Representative told patient the correct way to use them. It was also reported that patient stated no instruction came with them. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the coude intermittent catheters were difficult to use and they made patient to bleed. Also stated that patient did not like the catheters because had to pour water on it. Representative told patient the correct way to use them. It was also reported that patient stated no instruction came with them. Per follow up via phone (B)(6) 2022, customer was able to drain their bladder successfully but the coude tip caused bleeding. Customer stated no medical intervention was needed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect labeling operation". It was unknown whether the device had met specifications. However, the product is intended to be used for treatment purpose but it is unknown if there is a relationship between the reported event and the device. The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.